Event description:
Uterine manipulator was placed at beginning of laparoscopic ovarian cystectomy then at the end of the procedure when manipulator was removed it was broken. No retained pieces. Patient had no injury. (B)(6).